Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Concomitant products - biodesign or surgisis tension-free urethral sling on (B)(6) 2013, biodesign or surgisis 4-layer tissue graft on (B)(6) 2013, biodesign or surgisis 4-layer tissue graft on (B)(6) 2013. Product manufacture date unknown; lot number unknown. This MDR is related to mdrs 1835959-2016-00330, 1835959-2016-00331, 1835959-2016-00333. Based on the information provided by the complainant, details regarding a specific correlation between the biodesign or surgisis tension-free urethral sling¿s performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to the lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. A follow-up MDR will be filed if additional details are obtained.

Event description:
The patient was reportedly implanted with a biodesign or surgisis tension-free urethral sling and a biodesign or surgisis 4-layer tissue graft on (B)(6) 2013. The patient was also reportedly implanted with a biodesign or surgisis tension free urethral sling and a biodesign or surgisis 4-layer tissue graft on (B)(6) 2013. Both surgeries took place at (B)(6) and were performed by dr. (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.